Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were not sure what lead to the longer charging and warm recharger issue. Pt reported they called and talked with someone and they reprogrammed their device. Pt reported the issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that last night it was taking a long time to recharge the implanted neurostimulator. Patient stated that they usually charged the implanted neurostimulator every 48 hours since they didn't like the ins battery going down into the yellow and that 90% of the time they would get an excellent connection and very seldom would it be good or anything like that. Patient stated that last night they were recharging the ins and everything was good and in the green, however after about an hour and a half when they checked the status of the ins recharging, the ins battery was in the yellow still. Pt stated that they repositioned the recharger and it went back to being green and the ins went up to 30%. Pt stated that they recharged for about another 45 minutes and then the ins was up to 60%. Pt stated that they charged the ins for a total of at least 3 hours last night before the controller itself needed to be charged. Pt stated that they found the recharging speed in the menu while recharging last night and the speed was set to 2. Pt stated that they never set it to 2 and that they didn't even know that option was available before. Pt stated that they set the recharging speed to 4 even though the recharger was a little warmer while recharging. Pt stated that the recharger wasn't hot by any means. Pt stated that the ins then got up to 60% from 30% which took only maybe a half hour.  Pt stated that it seemed like ever since they had the ins, it had taken a long time to recharge. Pt stated that it took a little over an hour to recharge the ins to full from 30%. Agent reviewed recharging speed and best recharging best practices with the pt.